Event description:
It was reported that the pacing impedance was too high a few hours after implantation. The pacemaker was replaced. No adverse patient events were reported. Should additional information be received, this file will be update.